Event description:
The customer contacted physio-control to reported that they were using this device on a patient and were having display issues so they attempted to restart the device. When the device powered back on it locked up on the self-test screen. As a result defibrillation therapy may have been unavailable, if it was needed. The customer obtained a back up device and used that to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to an inoperative single board computer. The customer received a replacement device.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to the device's system pcb assembly. At this time, this device cannot be repaired due to part obsolescence. The customer has received a loaner until a permanent solution for this complaint is identified.

Event description:
The customer contacted physio-control to reported that they were using this device on a patient and were having display issues so they attempted to restart the device. When the device powered back on it locked up on the self-test screen. As a result defibrillation therapy may have been unavailable, if it was needed. The customer obtained a back up device and used that to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to reported that they were using this device on a patient and were having display issues so they attempted to restart the device. When the device powered back on it locked up on the self-test screen. As a result defibrillation therapy may have been unavailable, if it was needed. The customer obtained a back up device and used that to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue.